Event description:
Blood glucose results of "19.7 mmol/l" and "7.1 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated diffence of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient did not take any medication relating to the meter readings. Patient does not perform the check strip or control solution test.